Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it the reported condition was confirmed. The assignable root cause was determined to be due having been dropped or misaligned during use which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the adapter device was dropped and hit the floor when putting the tray back together. It was further reported that when the user dropped the device it was still screwed onto the handle which had a little weight on it when it hit the floor. The tip of the device hit the floor at an angle and broke. During in-house engineering evaluation, it was determined that the device was cracked into two pieces at the proximal end. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.